Event description:
A corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy replacement procedure in 2008, (patient gender, age and weight are unknown). According to the complainant, "sterilized water was injected [into] the balloon properly. However, the balloon... Came off outside the [patient's] body when the right angle tube was connected 4 days after placement". Reportedly, the physician removed the device and completed the procedure with a different device (unknown product and manufacturer). No patient complications were reported as a result of the event.

Manufacturer narrative:
The suspect device has not been returned for evaluation; therefore, a failure analysis is not available and the cause of the reported malfunction is undetermined. The 2008 15-month low profile balloon enteral feeding product family trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.